Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the wheel was broken off the unit.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The wheel was replaced to resolve the reported issue.